Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient's old opening of the intestinal tube was inflamed, swollen, thick, with bluish skin around it with a fiery red opening and very painful. The patient went to see a doctor and was prescribed with amoxicillin/clavulanic acid. It was reported that the old insertion site was no longer used for duodopalcig therapy.